Event description:
A perforation was made accidentally through one leaflet. The perforation was repaired by the surgeon with a 6-0 polypropylene suture. The valve was implanted and remains implanted at this time. Echo 5 months post implant revealed the valve to be functioning normally.